Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were below 400 mg/dl and 538 mg/dl, 423 mg/dl and 186 mg/dl. The customer was treated with insulin pump and 14 units of lantus by injection. The customer mentioned symptoms like high ketones, nausea, bad headache, sleepy and looked gray related to high blood glucose level. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert noted.